Event description:
It was reported that a patient received intubation because of malignant lymphoma in 2007. At 15:50, eight months later, the catheter was found to be broken while changing the medicine in the hospital. At 16:30, the catheter was removed with a intravein snare in the intervention therapy department. The patient hospitalized for observation, currently no other symptoms.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon. A chr review showed no other similar product complaint file(s) from this lot.